Manufacturer narrative:
PMA/510(k)#: p050017/s002 and s003. The zilver stent involved in this complaint was implanted in the patient therefore is not available for evaluation. With the information provided, a document based investigation was carried out. The following information has been provided for this complaint file: details of the wire guide used in this case is unknown. The user answered ¿no¿ to the following questions: was the patient¿s lesion heavily calcified / anatomy tortuous? Can we confirm that the user pulled the handle toward the hub during deployment and delivery system was not pushed during deployment? It is unknown if the user experienced advancement difficulties during the procedure and it was confirmed that the stent deployed smoothly and without difficulty. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. As the image review is unavailable at the time of investigation, a definitive root cause of this event cannot be determined at this time. As per the instruction for use, the zilver vascular stent is intended for use in the adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries up to 100mm in length with a reference vessel diameter of 5 to 9mm. It can be noted that according to complaint information provided, the device was used for sfa stenting, which would be considered as off label use. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Prior to distribution all ziv5-18-125-7-40 devices are subject to visual inspection and functional checks to ensure device integrity. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
When the zilver stent was placed, the physician experienced an accordion affect of the stent. The physician placed a post dilation balloon of the same length of the stent, and stent appeared shorter.

Manufacturer narrative:
PMA/510(k)#: p050017/s002 and s003. The zilver stent involved in this complaint was implanted in the patient therefore is not available for evaluation. With the information provided, a document based investigation was carried out. The following information has been provided for this complaint file: details of the wire guide used in this case is unknown. The user answered ¿no¿ to the following questions: was the patient¿s lesion heavily calcified / anatomy tortuous? Can we confirm that the user pulled the handle toward the hub during deployment and delivery system was not pushed during deployment? It is unknown if the user experienced advancement difficulties during the procedure and it was confirmed that the stent deployed smoothly and without difficulty. A single image photographed from the angiography monitor was provided to support the complaint investigation. This was reviewed and the following comments were provided by the independent reviewer: findings: a single image photographed from the angiography monitor is provided along with the complaint report. The target lesion was a heavily calcified proximal right sfa stenosis or occlusion with an acute lateral " dog leg" angulation secondary to deformation caused by the severely calcified plaque. Access was likely retrograde from the left cfa as no sheath was imaged at the level of the mid right femoral head. The proximal stent was concertinaed over a length of 17mm. The distal most 20mm of the stent deployed normally. The stent was constrained by heavily calcified plaque to 4.6mm within the "dog leg". A second 80mm stent was deployed to a length of 57mm through the concertinaed stent. Whether the stent was only longitudinally compressed but also concertinaed cannot be determined. A third non deployed stent was present across both stents. Impression: the proximal portion of the first implanted stent was concertinaed. The stent was constrained and distorted by the resistant heavily calcified plaque. Consequently two possible mechanisms, inadvertent delivery system advancement during implantation and or stent extraction by the heavily calcified irregular plaque, were likely the cause. The second implanted stent was also deployed longitudinally shortened. The mechanisms would be similar to the first stent except that the stent would have been extracted by the concertinaed stent rather than calcified atheroma. Significant findings relative to the disease state were observed. The plaque was heavily calcified, irregular, and resistant to expansion. Significant findings relative to the use of the device were observed. The proximal stent was deployed concertinaed. Significant findings relative to the design or performance of the device were not observed. Clarification was requested from cri, regarding finding #6 relating to an undeployed stent and the following comment was provided: "the stent was completely within the delivery system. No deployment had begun" based on the images provided, the customer complaint can be confirmed as the image demonstrated stent shortening. According to the image review findings #4, ¿the proximal stent was concertinaed over a length of 17mm. The distal most 20mm of the stent deployed normally. The stent was constrained by heavily calcified plaque to 4.6mm within the "dog leg..". In this case, the independent reviewer has provided two possible causes of stent shortening: ¿.. Inadvertent delivery system advancement during implantation and or stent extraction by the heavily calcified irregular plaque, were likely the cause¿. However, as the conditions of use cannot be replicated in a laboratory setting, a definite root cause of stent shortening cannot be determined. As per the instruction for use, the zilver vascular stent is intended for use in the adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries up to 100mm in length with a reference vessel diameter of 5 to 9mm. It can be noted that according to complaint information provided, the device was used for sfa stenting procedure, which would be considered as off label use. Prior to distribution all ziv5-18-125-6-80 devices are subject to visual inspection and functional checks to ensure device integrity. According to the image review findings, a possible cause of this event can be attributed to ¿..inadvertent delivery system advancement during implantation and or stent extraction by the heavily calcified irregular plaque¿. However, as the conditions of use cannot be replicated in a laboratory setting, a definite root cause of stent shortening cannot be determined. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt of an updated image review relating to this event. Initial event description submitted as follows: when the zilver stent was placed, the physician experienced an accordion affect of the stent. The physician placed a post dilation balloon of the same length of the stent, and stent appeared shorter. Note as a result of this image review a second stent was confirmed as shortened also. Reference report # 3001845648-2016-00164.

Manufacturer narrative:
PMA/510(k)#: p050017/s002 and s003. This file documents the investigation for ziv5-18-125-6-80 device of lot# c1026686. The zilver stent involved in this complaint was implanted in the patient therefore is not available for evaluation. With the information provided, a document based investigation was carried out. The following information has been provided for this complaint file: details of the wire guide used in this case is unknown. The user answered ¿no¿ to the following questions: was the patient¿s lesion heavily calcified / anatomy tortuous; can we confirm that the user pulled the handle toward the hub during deployment and delivery system was not pushed during deployment. It is unknown if the user experienced advancement difficulties during the procedure and it was confirmed that the stent deployed smoothly and without difficulty. A single image photographed from the angiography monitor was provided to support the complaint investigation. This was reviewed and the following comments were provided by the independent reviewer: findings: a single image photographed from the angiography monitor is provided along with the complaint report; the target lesion was a heavily calcified proximal right sfa stenosis or occlusion with an acute; lateral " dog leg" angulation secondary to deformation caused by the severely calcified plaque; access was likely retrograde from the left cfa as no sheath was imaged at the level of the mid right femoral head; the proximal stent was concertinaed over a length of 17mm. The distal most 20mm of the stent deployed normally. The stent was constrained by heavily calcified plaque to 4.6mm within the "dog leg". A second stent was deployed to a length of 57mm through the concertinaed stent; a third non deployed stent was present across both stents impression: the proximal stent was concertinaed. The stent was constrained and distorted by the resistant heavily calcified plaque. Consequently two possible mechanisms, inadvertent delivery system advancement during implantation and or stent extraction by the heavily calcified irregular plaque, were likely the cause; significant findings relative to the patient's anatomy were not observed; significant findings relative to the disease state were observed. The plaque was heavily calcified, irregular, and resistant to expansion; significant findings relative to the use of the device were observed. The proximal stent was deployed concertinaed; significant findings relative to the design or performance of the device were not observed. Based on the images provided, the customer complaint can be confirmed as the image demonstrated stent shortening. According to the image review findings #4, ¿the proximal stent was concertinaed over a length of 17mm. The distal most 20mm of the stent deployed normally. The stent was constrained by heavily calcified plaque to 4.6mm within the "dog leg..". In this case, the independent reviewer has provided two possible causes of stent shortening: ¿.. Inadvertent delivery system advancement during implantation and or stent extraction by the heavily calcified irregular plaque, were likely the cause¿. However, as the conditions of use cannot be replicated in a laboratory setting, a definite root cause of stent shortening cannot be determined. As per the instruction for use, the zilver vascular stent is intended for use in the adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries up to 100mm in length with a reference vessel diameter of 5 to 9mm. It can be noted that according to complaint information provided, the device was used for sfa stenting procedure, which would be considered as off label use. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Prior to distribution all ziv5-18-125-6-80 devices are subject to visual inspection and functional checks to ensure device integrity. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and review of images relating to this event. Initial event description submitted as follows: when the zilver stent was placed, the physician experienced an accordion affect of the stent. The physician placed a post dilation balloon of the same length of the stent, and stent appeared shorter. Note as a result of this image review a second stent was confirmed as shortened also. Reference report # 3001845648-2016-00164.